Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were still having to go to the bathroom so much. Patient mentioned they saw the urologist recently and at the time it was doing better at night. Patient stated the doctor felt like it would adjust itself as time went on so to give it 2 more weeks. Agent asked if patient has experienced any therapeutic benefit and patient said that during the day they have good days and bad days and some days the frequency is not as often as they would like it to be and it seems like they have to go for longer because they have such a slow discharge and they are sitting on the toilet for more time than they want. Patient reported this morning they have been to the restroom 4-5-6 times since they got up 2 hours ago. Patient did keep a diary for 3-4 days to see how often they had to go and sometimes it was 30 minutes and sometimes 3 hours. Patient stated during the night they are doing better as they ha ve been going to the bathroom less than before. The patient reported urinary frequency and urinary retention. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.